Manufacturer narrative:
The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Complaint reference number: (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The inlay was implanted in the patient's left eye. The 1 x 2 mm corneal ulcer was located inside the corneal flap and was treated with hourly vigamox and vancomycin topical medications. There was no significant impact on the patient's vision. The surgeon believes the patient's non-compliance with prescribed postoperative topical steroids was a contributing factor. The surgeon plans to explant the inlay once the cornea is stable and has healed.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Corneal melting and inlay shifts in position are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay on (B)(6) 2016. Approximately 2 months postoperatively the patient developed a corneal ulcer in the operative eye. It should be noted that the patient did not return for any postoperative follow-up visits beyond the 1 day visit and the patient also underwent lower lid blepharoplasty in the operative eye 4 days after inlay implantation and the patient did not advise the implanting physician of this procedure. At the one day examination, the inlay was positioned slightly superior nasal, but the position was within normal limits. The surgeon reports that the patient's compliance with postoperative medications was questionable. Upon reviewing the image of the corneal ulcer, the surgeon remarked that he did not believe the ulcer was inlay related because of the location, which was peripheral to the pupil. The patient now reports that the inlay has shifted out of position and that he has been under the care of a cornea specialist to address the corneal ulcer/corneal melt and scarring; the patient reports that the ulcer has healed. The inlay remains implanted and the impact on vision is not known at this time, nor is the relationship between the device and the event.